Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle selected for use. Preparation was performed as usual. During procedure, energization artifacts were unable to observe during energization, so it did not cross the septum. No error appeared but energization was unable to perform properly even when performed several times. The device was replaced with a new device, and the procedure was continued without any problem. The procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as disposed. It was further reported that no error or alert was observed and confirmed needle was replaced.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle selected for use. Preparation was performed as usual. During procedure, energization artifacts were unable to observe during energization, so it did not cross the septum. No error appeared but energization was unable to perform properly even when performed several times. The device was replaced with a new device, and the procedure was continued without any problem. The procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as disposed.